Manufacturer narrative:
After examination of the returned extension assembly co found that the extension tube and clamp were not origianlly supplied components. The adaptor and female luer were severely damaged. The damage appears have been caused by a file or blade used to carve down the stems of each component. The intention seems to have been to facilitate the installation of the replacement tube over the adaptor and luer. The replacement tube and clamp are not medcomp products. After examination of the extension assembly it is clear that the customer purposely adulterated the product by removing the extension tube and clamp. The customer then attempted to replace these components by gluding a tube onto the medcomp adaptor and female luer. The gluing was performed utilizing rtv, which is not compatible with any of the parts.